Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was driveline cable sheath damage. The clinic repaired it in clinic after an initial repair using tape last fall. The repair area was immediately distal to the driveline connector silicone strain relief. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported "driveline damage" event could not be confirmed due to insufficient evidence. Visual inspection revealed discoloration of the driveline outer sheath. Based on historical review of similar events, the most likely root cause of driveline sheath discoloration/damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.